Event description:
The facility representative reported a colleague infusion pump with a "down occlusion alarm." It is unknown when the reported condition occurred, however it occurred in the "pediatrics" department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation, upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with down occlusion alarm was confirmed during product evaluation but not duplicated. The root cause of the reported problem was not identified. There have been no repairs done as no problem was identified. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.